Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a carto® 3 system and a map shift, no error message, no patient movement/cardioversion occurred. The investigational analysis completed on 11/7/2018. The biosense webster inc. (Bwi) field service engineer (fse) confirmed that the issue could not be duplicated. Fse advised the bwi representative to use default template. Two cases were completed successfully thereafter. The system is in service and ready for use. The complaint history of the system was reviewed, and no more similar problems were found since the issue occurred. The device history record (DHR) review was performed by the manufacturer and no anomalies, which are related to the reported issue were noted in manufacturing or servicing of this equipment. Manufacturer ref no: (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This carto 3 system was manufactured before september 24, 2016, therefore no UDI is applicable for this product with serial number (B)(4). Manufacturer ref no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a carto® 3 system and a map shift, no error message, no patient movement/cardioversion occurred. No adverse patient consequences were reported. Map shift, no error message, no patient movement/cardioversion has been assessed as MDR reportable. During the procedure, a map shift of approximately 8-10 mm occurred. No error messages displayed. There was no patient movement prior to the map shift. There were no impedance changes. No active troubleshooting could be performed. Procedure was successfully completed. Multiple attempts have been made to obtain clarification. However, no further information has been made available.